Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the document review performed, no device deficiency was identified. Given the site's assessment that the event was not related to the device, there is no information to suggest a link between the reported event and the valve. The event is deemed not valve related.

Manufacturer narrative:
Internal review concluded that the relationship to the device cannot be totally excluded. However, based on medical judgement provided by the site, the event was not related to the device. The event is therefore being reported in a conservative manner; however, based on the site's assessment the event is believed to be not valve related. Device not explanted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2019 via mini thoracotomy. The patient suffered a serious adverse event reported as "syncope fall" two days post-operatively. The event was secondary to bradycardia, and was resolved after implanting a pacemaker 7 days post-operatively. The site assessed the event as not related to the device.